Manufacturer narrative:
It was determined for the result of 243 iu/l, the customer did not follow product labeling as the raw value of the diluted sample prior to the calculation of the final value to account for the dilution factor was below 100 iu/l. Per product labeling: samples with hcg concentrations above the measuring range can be diluted with diluent universal. The recommended dilution is 1:100 (either automatically by the analyzer or manually). The concentration of the diluted sample must be > 100 miu/ml. After manual dilution, multiply the result by the dilution factor. After dilution by the analyzer, the software automatically takes the dilution into account when calculating the sample concentration. The roche medical assessment of this event states: the device¿s result hcg+beta 243 iu/l was not a validated result and should not have been reported as the result was 24.3 iu/l prior to the instrument calculation. The device¿s result 12 502 ui/l on (B)(6) 2022 seems plausible to the estimated gestational age 4w+2, based on last menstrual period -lmp-(B)(6) 2022. At that time the ultrasound examination did not provide evidence of fetal cardiac activity. The device¿s result on (B)(6) 2022 from the same system/reagent/method combination from the same lab on (B)(6) 2022, 12 502 ui/l. There is no information on plausible symptoms and clinical signs (bleeding, abdominal pain) of early pregnancy failure/miscarriage (spontaneous abortion). The sonographic findings of no evidence of fetal heartbeat on (B)(6) 2022 and on (B)(6) 2022 are plausible to the estimated gestational age of 4w+2 and 4w+4: ultrasonographic evidence of pregnancy can be seen as early as 4¿5 weeks¿ gestation using menstrual dates. Fetal cardiac activity may be seen earliest by 5.5 to 6 menstrual weeks¿ gestation. International guidelines and recommendations for safe criteria on the diagnosis of early-pregnancy failure/miscarriage do not include a single hcg+beta value as the decision maker. Furthermore, the guidelines and recommendations are pointing to ultrasonographic criteria, to be also used for decision making. These criteria are the diameter of the gestational sack, crown-rump length, and embryo heartbeat; nevertheless, these criteria are well established for 11-14 weeks of gestation. The reported result of 243 iu/l showed a dramatic drop from the previous value of 12 502 ui/l within 48 hours. Ultrasound criteria were focused on embryo heartbeat; no other information is going to be available. The investigation is ongoing.

Event description:
The initial reporter alleged that an attempted fetal abortion was performed on a patient after an incorrect hcg+beta measurement from the cobas e801 analyzer was reported outside of the laboratory. On (B)(6) 2022, the patient allegedly had an hcg+beta value of 12502.00 iu/l from the cobas e801 analyzer. On (B)(6) 2022, an ultrasound was allegedly performed on the patient and the result was negative (no heartbeat confirmed). According to the customer, there was no fetal heartbeat before (B)(6) 2022. Allegedly, based on this ultrasound result, the decision was made to administer cyclotoxin to the patient. Allegedly due to the negative ultrasound, a sample was collected on (B)(6) 2022 and tested for hcg+beta with a result from the cobas e801 of > 10000 iu/l. The sample was repeated with a 1:100 dilution and the result was 243 iu/l (calculated value accounting for the dilution factor). The 243 iu/l value was communicated to the patient and physician. It was not communicated that the 243 iu/l value was a value obtained upon dilution of the sample. The physician decided to proceed with the abortion of the fetus. Allegedly, a few days later following the absence of expulsion, a new ultrasound was performed and the result was positive (with a heartbeat). A new hcg+beta measurement (date unknown) was allegedly performed in another laboratory using an unknown method, with a result of around 40000 iu/l. Allegedly evacuation of the fetus did not occur as a result of the abortion procedure. The manufacturer understands that the fetus was allegedly alive as of (B)(6) 2022. On (B)(6) 2022, the sample from (B)(6) 2022 and the complained sample from (B)(6) 2022 were repeated, with the following values: (B)(6) 2022 sample results 10000 iu/l and 11990.00 iu/l when diluted 1:100. (B)(6) 2022 sample results 10000 iu/l and 13684.00 iu/l when diluted 1:100. This value was expected for this patient sample. The reagent lot number was 58457501 with an expiration date of 31-jul-2023. This MDR is being submitted in an abundance of caution.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem could be excluded as this was an isolated incident. The analyzer alarm trace contained frequent sample aspiration alarms. Therefore, there may have been a preanalytic sample issue.